Event description:
(B)(4). Initial report: this case was reported by a dermatologist and involves a female pt. After treatment with poly-l-lactic acid (sculptra), she developed visible (cord-like) nodules in the nasolabial area and tactile, non-visible induration in the mentolabial area. Outcome: ongoing at the time of the report.

Manufacturer narrative:
Add'l info received on 2/3/09: assessment after ptc investigation: batch record review without hin to root cause; no faults, damages, defects detectable; conclusion: no faults detectable.